Event description:
On (B)(6) 2016 the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra mini meter was reading inaccurately high compared to another meter (contour). The complaint was classified based on lifescan customer service representative (csr) documentation with the reporter, and additional information obtained by medical surveillance specialist reviewing the initial call. The patient reported that she first noticed the alleged meter inaccuracy issue on (B)(6) 2016, at 1pm but is unsure when it began. The patient reported that she is a type 1 diabetic and manages her diabetes with novolog insulin (self-adjuster). The patient reported that she had developed symptoms of shaky, confusion, and nausea, which she associated with having a low blood sugar. Due to the symptoms the patient tested her blood glucose and obtained blood glucose results of 180 and 193mg d/l on the subject meter, and 50mg/dl on the other meter. The tests were performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results falls out with lfs criteria for accuracy. She reported that on (B)(6) 2016 at 8pm she consumed some sugar in response to the symptoms. During troubleshooting, it was established that the patients meter was set to the correct unit of -measure. She described the correct testing steps and the sample was taken from an approved sample site. The test strip vial was not noted to be cracked or broken. The csr noted the patient did not have control solution to test the subject meter. The patient was using the correct test strips, and the strips had not been open longer than the discard date, had not expired, and had been stored correctly. The products were requested back for evaluation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs criteria for a serious injury reportable adverse event.